Manufacturer narrative:
There was no button error alarm during testing. However, the unit had an intermittent up and down button response due to a corroded keypad. There were no unexpected numbers ramping or scrolling during testing. The unit had a cracked lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 168 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.